Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, neuropathy, leg swelling, ¿right leg tires quickly," and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported neuropathy, leg swelling, ¿right leg tires quickly," and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging vena cava perforation. The patient is further alleging ¿right leg tires quickly-both legs swell. Both legs have neuropathy, right leg is worse.¿ and inability to walk long distances/weight train. Per CT (computed tomography), "the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 32mm. One (1) anterior strut perforates the ivc wall 17mm and resides within the soft tissues. Two (2) medial struts perforate the ivc wall 15mm and 32mm and contact the aorta. One (1) posterior strut perforates the ivc wall 20mm and contacts the l4 vertebral body. One (1) lateral strut perforates the ivc wall 23mm and resides within the soft tissues. The ivc is atretic inferior to and at the level of the filter." "No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified. Infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. However, secondary to the position as described, it does not appear amenable to percutaneous endovascular removal."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.